Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy/no stimulation feeling on the t12 and l1 leads. Impedance check revealed high impedances on t12 lead and low impedances on the l1 lead. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead sn # (B)(6) found a kink on the outer tubing and all the internal lead wires broken. The cause for the event remains unknown.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced at t11 and l1 to address the issue. Reportedly, therapy was confirmed post op.